Manufacturer narrative:
Additional information: d4: unique identifier (UDI) #, h6 and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This occurred during training for peritoneal dialysis therapy; further described as ¿when attempting to disconnect the amia patient line from the dummy tummy transfer set¿. The registered nurse was unable to twist off the patient line and had to cut it. There was no patient involvement. No additional information is available.